Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2366-70, serial: (B)(4), lot: 5130315.

Event description:
It was reported that the patients pain had returned and it was determined that the leads had migrated. The patient underwent a lead revision and is doing well post operatively.